Event description:
The hearing aid user came into the dispenser's office. The hearing aid specialist removed a wax guard from the user's right ear. The end user's wife stated that she had removed a wax guard from the user's ear a "couple" of times.